Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 385 mg/dl for approximately 35 minutes, administered a subcutaneous dose of fast-acting insulin via a pen, and was advised to disconnect from the pump for two hours before reconnecting, with troubleshooting and education provided; the event was categorized as high glucose with unclear cause, and device use involved the pump reservoir. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage or seal issues associated with the reservoir, aligned with concerns about improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.